Manufacturer narrative:
Correction is being made to previously submitted h4 - device manufactured date, which was transposed on the previous report. The correct date is 3/17/2022.

Event description:
No additional information received from the customer.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 4 colony forming units (cfus) of a bacillus species and 1 cfu of a geotricum species. The device was retested on (B)(6) 2025, and it tested positive for >100 cfus of klebsiella pneumoniae and >100 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6) 2025 and the results are pending. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. The device was evaluated where an additional potential adverse event was confirmed where foreign material was detected in the biopsy channel. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channel, cfus: 5 cfus, bacterial identification: bacteria gram positive. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.